Event description:
It was reported that during an unknown procedure, the first clip didn't work well and also after using two or three clips, the indicator turned orange even though there were several clips remaining.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # a9dz25. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "please clarify "first clip didn't work well" did clips not feed or advance into the jaws? Did device not deploy clip from jaws upon firing? Did the clips feed sideways into the jaws? Did the clip feed slower than expected into the jaws? Did more than one clip feed into the jaws? Did clip fall off after being applied? Did clip not stay in place or fall off after being applied? Does the clip not occlude? Did an unformed clip drop, eject, shoots or spit from the jaws of the device? Did device fire scissored clips? This may also include ribbon shaped or x-shaped. Did device fire malformed clips? Pear/tear drop shape or clip gap?" Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three(3) conforming clips. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent. However, it is known from the history of the device that bent advancer condition may lead to indicator wheel issues. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.